Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed and the reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted hypotube separation and multiple hypotube kinks and bends on the hypotube and bayonet appear to be related to circumstances. There was no damage noted to the balloon catheter during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was mildly calcified. Upon advancement of a nc trek rx 3.25x12 for post-dilatation, the proximal shaft broke inside the guiding catheter but was simply withdrawn. Another same size device was used to successfully complete the procedure. There was no reported resistance during advancement or removal. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.